Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was overstimulation. The patient felt stimulation sensation suddenly in a high mode. The stimulation was painful, uncomfortable, and had raised his blood pressure to 140 beats per minute. There was no trauma, fall, recent medical test or electromagnetic interference (emi) exposure that could be related to this issue. Syncing to the implantable neurostimulator (ins) with the patient programmer (pp) confirmed stimulation was off. They attempted to increase to verify and they saw turn ins on screen. They were already at 0.0 and 0.1. Performing a reset on the ins by using a physician mode recharge (pmr) did not resolve the issue. The patient tried again but it did not resolve the issue. The issue occurred on the day of the report. It was noted that the patient was newly implanted and had never charged the ins. The ins battery was full or ¾ full. The ins site was healed with no tenderness and the staples were scheduled to be removed on thursday. A healthcare professional (hcp) later reported that the patient was instructed to turn the device off but the patient continued to feel a ¿buzzing sensation.¿ the symptoms went away after time with the device off. The overstimulation issue had been resolved.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.